Event description:
It was reported that the patient experienced fatigue and dizziness. At the doctor's office, the device could not be interrogated. The device was explanted and subsequently tested out of specification during manufacturer's analysis. No further patient complications have been reported as a result of this event.